Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements during a scheduled device replacement. The proximal high voltage portion of the lead was programmed out and the lead remains implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.